Event description:
It was reported that during the percutaneous myocardial ablation procedure to treat paroxysmal atrial fibrillation, a versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the coating on the rf wire was found to be peeled off before it was inserted inside the patient. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.